Event description:
It was reported that following a procedure where two superion spacers were implanted, the patient experienced slight right leg numbness. The physician assessed that the upper right implant was positioned somewhat lateral in the patient. The patient underwent an explant procedure where the upper right superion spacer was removed. The patient was doing well post operatively.